Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The pt was admitted to the hosp ICU and received a replacement lifevest. However, the doctor later ended use of the lifevest in order to give the pt external pacing. Device eval was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date: monitor (B)(4): 06/2013 - reuse. Electrode belt (B)(4): 03/2010 - reuse. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.

Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A distributor contacted zoll to report that a pt experienced an inappropriate defibrillation event on (B)(6) 2014. The lifevest treated the pt at 09:45:38, 09:45:59, and 09:49:24. The rhythm at the time of the first three treatments was CPR artifact. The rhythm at the time of the fourth treatment was supraventricular tachycardia (svt) at 172 bpm. The CPR artifact and svt rate contributed to the false detections. The response buttons were not pressed during the event. The pt was unconscious at a rehab center at the time of the event. Medical staff was trying to revive the pt. The pt was admitted to the hosp ICU and received a replacement lifevest. However, the doctor ended use of the lifevest in order to give the pt external pacing.